Manufacturer narrative:
The device was not returned to bd for evaluation. Medical records were returned and reviewed. The investigation is confirmed for obstruction of flow based on the medical record review. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced a obstruction. This information was received from one source. This malfunction did involve a patient with no patient injury. The patient was a (B)(6) male that weighed (B)(6) kgs.